Manufacturer narrative:
Concomitant medical products: 680r34 heart ring, implanted: (B)(6) 2010; 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation. The right ventricular (rv) lead exhibited high thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.